Event description:
New information noted that programming changes were made and patient is continued to be monitored.

Event description:
It was reported that patient presented in clinic. It was noted that implantable cardiac defibrillator (ICD) exhibited myopotential over-sensing. Isometrics was performed and noted that over-sensing was not reproducible. No programming changes were made, and device is being monitored. Patient condition was stable.